Event description:
It was reported by service report that both foot-end litter ground jumpers were broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: both foot-end litter ground jumpers were broken.